Event description:
It was reported that 7 bd vacutainer® urine complete cup kit experienced sample leakage during use/sample collection. The following information was provided by the initial reporter: material no. 364956, batch no. 9121872. Seven incident reports regarding this item last night about them leaking. I got one and filled it with water to try myself and it did leak, from end user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd vacutainer® urine complete cup kit experienced sample leakage during use/sample collection. The following information was provided by the initial reporter: material no. 364956, batch no. 9121872. Seven incident reports regarding this item last night about them leaking. I got one and filled it with water to try myself and it did leak, from end user.